Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine. This event occurred during patient use. The hc was in initial drain and the home patient (hp) sees nothing wrong with the setup, the hp has already cycled power. The technical service representative (tsr) had the hp cycle power again to the clear alarm and explained that he will need to setup with new supplies. The hp will setup with new supplies. There was no patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.